Event description:
Pt had tunneled peritoneal drain placed for malignant ascites. Due to continued abdominal discomfort, patient requested drain be removed. Radiologist unable to remove catheter, which appears to be trapped in peritoneum, possibly in tumor. Unable to contact product engineer to determine tensile strength; and how aggressively to attempt removal. Catheter is still in patient; is functioning and has not caused injury, but is uncomfortable.